Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The trilogy evo ventilator was returned and evaluated by a third-party service center, the customer's complaint of a "red screen" for "ventilator inoperative" was confirmed on evaluation. The device evaluation found the device was contaminated with moisture, salt water and dirt around the blower causing the reported inoperative condition. The device arrived for evaluation without a detachable battery. The blower assembly, blower bellows seal, blower chassis plate, blower cap, blower mount, proportional valve and, 3-way solenoid valve, tubing system printed circuit board assembly, tubing blower chassis and tubing fio2 and tubing flow o2 were all replaced due to saline contamination. Preventative maintenance requirements were also addressed and completed. The device failed final testing for active exhalation verification. Due to the blower chassis being damaged. It was confirmed the blower chassis replaced during repair was defective by the suppler. The damaged chassis was replaced with another new chassis and the device passed rework testing. Calibration was performed on the blower and the device passed functional testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.